Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2014, after atrial pacing threshold execution, an error message was displayed and it was not possible to save the test results. The user had moved to the ventricular pacing threshold screen and came back to the atrial one. The previous atrial pacing threshold test data were not present anymore. A second attempt with a second atrial pacing threshold test was successful. An explanation is required.

Event description:
Reportedly, on (B)(6) 2014, after atrial pacing threshold execution, an error message was displayed and it was not possible to save the test results. The user had moved to the ventricular pacing threshold screen and came back to the atrial one. The previous atrial pacing threshold test data were not present anymore. A second attempt with a second atrial pacing threshold test was successful. An explanation is required.